Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set could not be disconnected from the patient line of an amia automated pd cycler set. This occurred when the patient was attempting to disconnect from the amia device after pd therapy. As a result, the patient ¿cut off¿ and presented to the clinic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.